Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean the pump area, attach a new cartridge, and follow loading instructions. The customer successfully loaded the cartridge with assistance and resumed insulin delivery.